Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an implantable neurostimulator (ins) had telemetry/interrogation issues. The patient went to the hospital because of return of symptoms, described as "freeze." Interrogation of the ins was impossible, physician programmer displayed "there was no response from the device" message. In the previous follow up that occurred in (B)(6) 2012 the ins was "ok." The programming set was: program 1: c+ 1- 7- 60us, 130hz, 2 volts program 2: c+ 1- 7- 60us, 130hz, 2 volts the estimated longevity of the device was 4.48 years till elective replacement indicator (eri) and 4.61 years till end of service (eos). The patient was referred to a hip surgery in (B)(6) 2012. The ins was turned off before the surgery and turned on after with physician programmer. An ins reset was suspected. Patient status at the time of this report was described as alive with injury. Hospitalization, a follow-up with a technician consultant, possible ins replacement were planned. Less than three weeks later it was reported that physician programmer telemetry with the device was "ok." The ins was "ok." An "inefficient telemetry" with physician programmer was suspected. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).